Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient / event and product information was requested but, to date no additional information has been receive. Lot number was not provided. Therefore, we are unable to determine the specific third-party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. The account was provided product review, bedside tips and ten directions for use posters via email. (B)(4).

Event description:
It was reported that a " female patient in her fifties, with covid-19 (coronavirus disease 2019) and ventilator dependent was transferred from another facility on (B)(6) 2020" to the reporting facility. The patient had a fecal management system in place at the other facility, and it is unknown if that device was a convatec fecal management system (fms) device. It is also unknown when that device was placed in the patient. The patient was transferred without a fecal management system in place and continues to have covid diarrhea. The reporting facility placed a convatec fms device in patient on the night of (B)(6) 2020, at that time it was noted that the patient already had a wound noted measuring "1.5 x 1.5 cm full thickness erosion at the distal portion of the anal sphincter".